Event description:
The gantry tilt bolt sheared and the gantry fell backwards to 33 degrees while a patient was on the table. There was no injury. It was determined that the front sprocket bolt, which supports the tight side of the chain drive, was loose and consequently suffered a fatigue failure. This resulted in the gantry tilting backwards by gravity until it was stopped by the mechanical end stop at about 33 degrees. The unit has since been repaired. This is the first report of such a failure on this mature design, that meets iec safety factors, and has a large installed base.